Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was selected for use. However, during handling of the material, the balloon rod fractured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.